Event description:
It was reported that air bubbles were observed within the tubing. Reportedly, the customer did not perform the air removal step. Customer performed a supply change to address the issue. Customer's blood glucose level was 400 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.